Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/21/2021. H.6. Investigation: two open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No. Unknown, cat. No.320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula on was observed on one sample. A clog test was carried out on the remaining sample as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication and the needle npe was missing. The following information was provided by the initial reporter: the user attached the pen needle to the pen but drug didn't come out. When checking the product, the needle npe was found to be missing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication and the needle npe was missing. The following information was provided by the initial reporter: the user attached the pen needle to the pen but drug didn't come out. When checking the product, the needle npe was found to be missing.